Event description:
It was reported that the surgeon removed two xia 3 polyaxial screws that were broken in half about mid-way down the threading of the screw.

Manufacturer narrative:
(B)(4). Method: complaint history review; results: the device was inspected and confirmed to be fractured. The appearance of the beachmarks and their orientation are consistent with unidirectional bending fatigue fracture. The most likely cause of the reported event is a fatigue fracture. Conclusion: the customer reported event of a post-operative xia 3 poly screw fracture was confirmed via correspondence with the sales associate and inspection of the returned device. The event resulted in a revision surgery.

Event description:
It was reported that the surgeon removed two xia 3 polyaxial screws that were broken in half about mid-way down the threading of the screw.